Manufacturer narrative:
This rv lead will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a decrease in sensing, and an increase in threshold, pacing impedance and shock impedance measurements. Twiddler's syndrome was observed. The physician was not able to retract the helix of the lead, so this rv lead was capped and abandoned. A new rv lead was successfully implanted. Subsequently, additional information was received that the impedance measurements did not go out of range, and the x-ray did not show dislodgement. The physician suspected twiddler's caused the observed measurements. There were no additional adverse patient effects reported.